Event description:
It has been reported to us that during the procedure this device failed to sense. The device was removed and replaced with another to complete the procedure. There is no report of pt injury. No further pt info is available. The device is being returned to for evaluation.